Event description:
Event description cpi received information that two small patch leads and two myocardial sutureless leads were removed from service due to fractures. Both patch leads were exhibiting low impedance measurements. The patient was experiencing inappropriate shocks from the myocardial sutureless leads. The physician elected to replace the entire system.